Event description:
During a procedure, a 4.5 cannulated screw tip broke off inside the patient. The screw was removed but two small pieces remain in the patient. The surgeon used an alternate screw to complete the procedure. There was a 5 minute delay in completing the procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
(B)(4)